Event description:
Explanted device returned to MFR with report of "increased spasticity, increased volumes at refill". Xrays, a dye study and bolus under fluoro had been performed prior to explant and it was determined the pump was not functioning. Follow up with the hcp revealed the pt's family member had reported - "the pt had an MRI done at another facility and the pump never worked properly after the MRI - pt experienced increased spasticity and the reservoir volumes were increased". Pt has recovered after device replacement and is doing well.